Event description:
Treatment of an aneurysm located in the mca (middle cerebral artery). During the procedure, it was reported that the physician experienced resistance while advancing the axium coil in the echelon catheter and decided to withdraw the coil. Upon withdrawal of the implant coil, it detached in the catheter and the entire system (catheter and coil) was removed from the patient. A new echelon and axium were then used, but the same problem occurred and the entire system was removed from the patient. The procedure was completed with another catheter and coil. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00749.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was received for evaluation and the implant coil was found still attached to the pushwire contradicting the complaint description; therefore, the event cause of the reported issue could not be determined. (B)(4).